Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was attempting to load a new cartridge and repeatedly received a notification stating "must use an unused cartridge". Reportedly, customer was able to successfully load the cartridge after the 5th attempt. There was no reported impact to customer's blood glucose level.